Manufacturer narrative:
Investigation: the complaint sample is not available for evaluation. Due to 100% testing, it is unlikely to detect a failure in the retention sample and only a small number of samples available, the retention sample analysis was not done. Although the dialyzers are 100% tested for leaks (bubble point and air testing during sterilization) leakages due to adverse environmental conditions or mechanical stress during treatment can occur. Device history review performed, no indication for any relationship with the reported failure mode has been found during the review. Complaint history review revealed no further complaint regarding this batch. The reported event is covered in the risk analysis.

Event description:
It was reported to fresenius that leakage and a hairline crack occurred with an ultraflux dialyzer 10 minutes into a patient's continuous veno-venous hemodialysis (cvvhd) treatment. The crack was noted to be at the component where the dialyzer connector is screwed in. The patient experienced approximately 50 to 100 ml of blood loss. There was no serious injury or required medical intervention reported. The treatment was discontinued. The sample is not available for evaluation. Additional information requested but has not been obtained.

Event description:
It was reported to fresenius that leakage and a hairline crack occurred with an ultraflux dialyzer 10 minutes into a patient's continuous veno-venous hemodialysis (cvvhd) treatment. The crack was noted to be at the component where the dialyzer connector is screwed in. The patient experienced approximately 50 to 100 ml of blood loss. There was no serious injury or required medical intervention reported. The treatment was discontinued. The sample is not available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
Investigation: the complaint sample is not available for evaluation. Due to 100% testing, it is unlikely to detect a failure in the retention sample and only a small number of samples available, the retention sample analysis was not done. A failure during manufacturing process can be excluded based on the investigation. The filters are 100% tested for their tightness in the production line. The reported failure could have been caused by improper handling during logistics. Device history review performed, no indication for any relationship with the reported failure mode has been found during the review. Complaint history review revealed no further complaint regarding this batch. The reported event is covered in the risk analysis.